Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. Unit received with cracked belt clip slot and battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she had excessive no delivery alarm. Customer's blood glucose was 114 mg/dl. The customer reported the reservoir is empty. The customer was advised to change the reservoir. The customer change infusion set. The customer reported via phone call indicating that the insulin pump alarm motor error during prime. Customer's blood glucose was 114mg/dl. The customer stated that there is no significant events leading to the alarm. The customer stated she got no delivery while she was shopping. Customer doesn't received an e70 alarm. The customer stated that the device was not exposed to strong magnetic field such as MRI. Customer does not use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.